Manufacturer narrative:
D9 updated; the product has been returned. The investigation is ongoing.

Manufacturer narrative:
Investigation summary: device in wrong position: the cause of device in wrong position was most likely patient related event due to patient small lv.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the impella was shallow and unable to advance due to entrapment in the papillary muscle. The impella was replaced.